Event description:
It was reported that prior a da vinci assisted surgical procedure that the e-200 generator was presenting error messages. Technical service engineer (tse) guided caller to power cycle the generator and vision cart as well as exercising the circuit breakers, with issue persisting after powering the system on. As system was onsite, tse could review logs and found a hardware issue on the generator which needs to be resolved by an field engineer (fe). The procedure continued as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the e-200 generator to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.